Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant occlusion error, won't clear, which was not reproduced during evaluation. A review of the event history log identified constant occlusion error, won't clear as downstream occlusion messages. The cause was determined to be a downstream tubing guide being out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant unspecified false occlusion alarm that would not clear. There was no patient involvement. No additional information is available.